Event description:
--

Manufacturer narrative:
Currently the lead has not been received for analysis and attempts to locate the lead have been unsuccessful. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased sensing and elevated capture thresholds, and it was determined the lead had micro-dislodged. Surgical intervention was performed where this lead was explanted and an active fixation lead was implanted. There were no adverse patient effects.